Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrating coils') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain/stabbing pain drom the migrating coils"), cyst ("cyst") and migraine ("migraine"). At the time of the report, the device dislocation, pelvic pain, cyst and migraine outcome was unknown. The reporter considered cyst, device dislocation, migraine and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrating coils') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain/ stabbing pain drom the migrating coils"), cyst ("cyst") and migraine ("migraine"). At the time of the report, the device dislocation, pelvic pain, cyst and migraine outcome was unknown. The reporter considered cyst, device dislocation, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrating coils') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ stabbing pain drom the migrating coils"), cyst ("cyst"), migraine ("migraine"), arthralgia ("hip pain"), myalgia ("muscle pain"), abdominal distension ("abdominal distension"), polymenorrhoea ("periods every two weeks last for 7days") and menorrhagia ("periods every two weeks last for 7days"). The patient was treated with surgery (still have ovaries). Essure was removed. At the time of the report, the device dislocation, pelvic pain, cyst, migraine, arthralgia, myalgia, abdominal distension and polymenorrhoea outcome was unknown. The reporter considered abdominal distension, arthralgia, cyst, device dislocation, menorrhagia, migraine, myalgia, pelvic pain and polymenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: fu 4 & 5 process together. New event added: new event added: abdominal distension on (B)(6) 2020: fu 4 & 5 process together. New event added:hip pain and sore muscle. On (B)(6) 2020: reporter information were updated. New event added: periods every two weeks last for 7days. Removal added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.